Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose and issues with the insulin pump. Customer's blood glucose level was in the 300 to 400 mg/dl range. Customer advised they felt sick, their site was sore and that there was a lump at the site location. Customer was advised to change out their entire set, reservoir, insulin and treat their high blood glucose per healthcare provider's instructions. Customer advised they had a seizure many years ago and that was the only reason they received medical attention. Customer advised they received too much insulin which resulted in a seizure. Customer declined to speak to the 24 hour helpline.